Event description:
While servicing the ventilator, the respironics service technician noted a diagnostic code in log history indicating oxygen valve stuck closed. It is unknown if the device was in use when the event occurred, however there was no reported patient harm. The customer did not report occurrence during any previous usage. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. Loss of oxygen during use may be detrimental to the patient. The respironics service technician was unable to duplicate the reported problem. Performance verification testing was completed and the unit passed all tests to specifications.